Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04615 for a description of the other device. It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, on (B)(6) 2009, a small erosion was reported. On (B)(6) 2011, the patient had urinary incontinence. As of the last medical appointment in (B)(6) 2011, the physician was considering excision of the mesh. All other information is unknown and unavailable.